Event description:
The reporter stated that the surgeon inserted a aq2010v 3 piece silicone lens. The lens tore during insertion into the eye. When the lens was removed a posterior capsular tear was noted. It is unk if the capsular tear was caused by the iol. An anterior vitrectomy was performed and surgery was completed using another lens. A suture was required to close the wound. This is the second lens used for the same pt. Reference 2023826-2005-01367.